Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printed barcode labels appear darker than expected, impacting scan readability. The nurses experienced difficulty scanning barcodes printed from the pyxis label printer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printed barcode labels appear darker than expected, impacting scan readability. A technical support specialist (tss) reviewed label printer settings and identified that the ¿dithering¿ configuration was incorrectly set, which could impact barcode scan readability. The setting was adjusted to the recommended value to optimize print quality. At this time, no further changes were made but print lightness can be adjusted if required based on customer feedback. Customer was advised to monitor and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.